Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, goldvac integrated smoke pencil, pushbutton (10/cs) was being used on 4jul24 and ¿the cautery pen suddenly activated during surgery without anyone pressing any buttons. It did not stop. The team switched out the cautery machine and the issue persisted. They opened a new device without further problems.¿ there was no impact or injury for the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-7510-005, goldvac integrated smoke pencil, pushbutton (10/cs) was being used on (B)(6) 2024 and ¿the cautery pen suddenly activated during surgery without anyone pressing any buttons. It did not stop. The team switched out the cautery machine and the issue persisted. They opened a new device without further problems.¿ there was no impact or injury for the patient or user. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 reports, regarding 6 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect and test each device before use. Use the lowest possible setting on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. We will continue to monitor for trends through the complaint system to assure patient safety.